Manufacturer narrative:
The reported event of premature separation was not confirmed. The delivery catheter was returned in one piece for analysis. Functional test was normal with no anomalies found, except for procedural damage and kinks found via visual examination.

Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2025. During procedure, the right atrial (ra) leadless pacemaker (lp) was released prematurely from the delivery catheter. The ralp was retrieved from the inferior vena cava and not implanted. An alternate ralp near at hand was implanted to complete the procedure. The patient was discharged home eventually.